Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization procedure, the coil unintentionally detached in the catheter. The coil was removed from the patient. The procedure outcome was positive. There was no patient injury or intervention.

Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6 (summary device evaluation). Correction: e1 (establishment name & address- line 1). Summary device evaluation: the investigation of the returned coil system found the implant severely stretched at the proximal section and to be separated from the pusher. The pusher's heater coil showed no signs of activation using a detachment controller. The investigation found the pusher monofilament experienced a tensile break based on the profile of the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but this condition is consistent with the device experiencing retraction forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.